Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead were normal. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing was normal.

Event description:
Related manufacturer reference number: 2017865-2024-70913. It was reported that during an in-clinic follow-up, diagnostic imaging revealed a dislodgement of the right ventricular (rv) and right atrial (ra) leads. The leads were explanted and replaced. The patient was in stable condition.